Event description:
It was reported when patient presented in the operating room for a bypass surgery, the device went into bvvi mode. It was noted that cautery had been used extensively. The device was successfully restored by performing a firmware download. The patient was fine.